Manufacturer narrative:
The customer declined service offer from ge healthcare technical support. No report of patient involvement.

Event description:
The hospital reported the volume delivered by the unit exceeds the set tidal volume by more than 20%. There was no report of patient injury.